Manufacturer narrative:
Visual inspection of returned material revealed damage to the power supply in the form of frayed internal wire exposed from multiple areas on its cord. A test power supply was used for performance testing due to the extent of damage to the one returned to an avoid electrical hazard. Unit was powered on with no discrepancies multiple times and passed diagnostic test with test power supply. Due to physical state of the returned power supply, root cause was concluded to be physical damage. Review of the device history record was not possible as the lot number is unknown the reported issue with powering on the device is confirmed.

Event description:
This report is to advise of an event observed during analysis confirming the exposure of wire and fraying on the power supply cable.